Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The child fell and hit her chin at school in (B)(6) 2018. After the accident, the mother noticed the child could not hear with the device. Recipient was unable to repeat words given by the mother. The recipient is typically a good reporter. No redness or swelling was noted at the device site. User had been sick in (B)(6) but appeared healthy at the appointment in (B)(6) 2018. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child fell and hit her head. After the accident, the mom noticed the child could not hear with the device. Recipient was unable to repeat words given by the mom. Physician consultation and imaging were recommended.